Manufacturer narrative:
The sales representative indicated there was no product malfunction and that he is working with the facility on bed exit alarm training.

Event description:
It was reported by the hospital that a patient fell out of bed and the bed exit alarm did not sound. It was further reported that the patient required head sutures.